Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent to a severely calcified lesion in the lad but it could not pass the lesion and was withdrawn. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 13th distal segment was raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (deformation); patient's condition affected effectiveness of device (lesion morphology) severe calcification. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) severe calcification. Inherent risk of procedure (deformation). (B)(4).